Event description:
Additional information received indicates the drg leads are not liable therefore no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2020-31112. It was reported the patient claimed to have experienced muscle contractions between their shoulder blades due to drg stimulation. Diagnostics indicated no impedance anomalies. Reprogramming was performed, however the uncomfortable stimulation persisted. Surgical intervention may take place at a later date to address the issue.